Manufacturer narrative:
Additional information: based on the received information from the field, the device partly extruded through the skin at the implant site. Reportedly the recipient underwent a radiotherapy at the implant site due to device unrelated medical reasons which most likely caused the reported event. No infection was reported. Furthermore, a review of the device_s sterilization records shows that the device has been subject to a valid sterilization process. Explantation is considered, but no date has been scheduled yet.

Event description:
It was reported that the user will be explanted due to the transition being exposed. The user has had radiotherapy on the side of the head with the implant.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the user will be explanted due to the transition being exposed.